Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic after receiving vibratory patient notification alert, premature eri was observed. Premature battery depletion was noted. Device was explanted and replaced. Patient's condition was good post-procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of premature battery depletion was confirmed during the analysis. The device was tested on the bench and high current was observed. The hybrid was tested on the bench and high current drain could not be reproduced. The cause of high current drain could not be determined.